Event description:
On (B)(6) 2009, the patient reported that he has had issues with the buttons of the infusion device since beginning use of it on (B)(6) 2008. He stated that he has to press the buttons several times to make them respond and there is no beep when the buttons are pushed. He stated that there is no visible damaged to the buttons and the infusion device has not been dropped or exposed to extreme temperatures or moisture. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.